Event description:
It was reported that, "pkr 1-2 drill did not fit into drill guide."

Manufacturer narrative:
Evaluation summary: pkr drill guide involved in the event was not returned for evaluation. However, this event is related to a trend of similar events where the drill "cold welds" (seizes) inside the pkr drill guide due to a slightly undersized condition. The results of the investigation performed indicated that there was potential for some slight variation in the hole diameter due to the manufacturing process. Corrective actions were implemented to prevent the likelihood of similar events. User initializing power prior to either full engagement of the drill with the drill guide or off axis loading after full engagement of the drill through the drill guide hole could be contributing factors to binding. Complaint history review.